Event description:
A report was received that the patient was put on IV antibiotics because of an infection at the pocket site. The patient went to an emergency room because her incision site was open and draining. The patient's incision site was cleaned and re-closed. The physician determined that the patient had an infection and later contracted e coli and salmonella in the wound by using a kitchen towel to wipe the pocket site. After the procedure, the patient was reportedly doing well.